Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed no issues. However, a review of the stored data noted there was a right ventricular variation in shock impedance. Shock impedance measurements were fluctuating, however no out of range measurement was obtained. Manipulation of the device/header did not reveal any variation in shock impedance. No changes were made. No adverse patient effects were reported. Subsequently, three years later, a data disk was provided to internal technical services due to a check shock lead during interrogation. The overall trend has variability, however out of range measurements were observed. In addition, when the patient lifted his arm up and across his body, some noise was observed on the shock channel and the shock impedance was high out of range. It was thought the noise was likely myopotential in nature and the increase in the shock impedance was likely due to an increase in chest thoracic impedance potentially. Ts provided feedback that variability with shock impedance can be expected with a single coil lead. No values suggested a problem with the system integrity. A decision was made to further monitor this system at this time. No adverse patient effects were reported.